Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with zeinam (1 gram in the first bag and then 500 milligram in each exchange. Route and frequency not reported) for the event. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).